Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.61" was found to be broken off the yaw pulley. One side of the grips was completely missing. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that during central processing, the cadiere forceps instrument had a broken tip. There was no patient involvement.